Event description:
The pt reported intermittent sound followed by no sound perception. The pt was seen at the center for device eval. External equipment was exchanged. However, the problem was not resolved. In 10/05, the pt was seen by a co rep for device eval. Testing performed confirmed that the pt's device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.